Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to not being able to stablish telemetry. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to not being able to stablish telemetry. This device is expected to be returned for analysis. No further adverse patient effects were reported.